Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2007, a humapen ergo burgundy/clear pen body (lot number 0411a04) with a clear cartridge holder attached was reported to have a plunger jammed. The humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 12/03/2007. Initial examination found two broken engagement tabs. It was unknown if the burgundy/clear pen body with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation is progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.